Manufacturer narrative:
Lymphoma-alcl has been reported for the contralateral side device: mrn# 9617229-2024-03110. A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, infection, lymphadenopathy. Lab analysis: capsular contracture: unable to observe as it is not related to the manufacturing process. Depression: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Fatigue: unable to observe as it is not related to the manufacturing process. Fever: unable to observe as it is not related to the manufacturing process. Infection(unknown onset): unable to observe as it is not related to the manufacturing process. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Neuropathy: unable to observe as it is not related to the manufacturing process. Other-medical: unable to observe as it is not related to the manufacturing process. Rash : unable to observe as it is not related to the manufacturing process. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30001224 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported " removed "implants" and capsule." Patient's representative reported "[they] began experiencing pain, capsular contracture grade unknown, swelling and recurring infections", "swollen glands", "persistent infections", "fevers", "itching", "rashes" . Also reported "chronic fatigue", "depression", "weight loss" which are deemed not related o the device. "[They] were diagnosed (for contralateral side) via stage 4 bia-alcl, with the disease having spread to their stomach, liver, breast and lymph nodes". "[They] underwent chemotherapy", "chemotherapy-induced menopause", "ongoing neuropathy", "reduced mobility" which is deemed not device related. This related to the left side. Device has been explanted.